Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of about 50, 60, or 70 mg/dl at the time of the incident, but they are unsure. The customer was at 146 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as a headache and anxiety. The customer was wearing the insulin pump during the incident. Customer reports their drive support cap is protruded. Troubleshooting was completed. Customer notices air bubbles in the reservoir. Customer was trying to verify if the recalled sets were causing their lows. The insulin pump will be returned for analysis.